Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown uhr liner was reported. The event was confirmed via review of the medical records by a clinician. Method & results: -product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a ceramic head assembled in a liner. There is nothing remarkable to report. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation of event: I have difficulty confirming with confidence her primary hip replacement since I have no x-rays and no operation reports. I can confirm that the patient underwent a revision procedure for recurrent dislocation of the right hip on (B)(6) 2021 since I was able to view the operation report. A revision was carried out of the acetabula component with a liner exchange and a femoral head exchange. An mdm articulation was utilized. Root cause analysis: the root cause of this event cannot be determined with certainty. It appears that the patient underwent revision surgery initially about 11 years postoperative for dislocation. The patient then underwent another revision procedure about four years later for what appears to be metallosis with impingement. The causes of these events are multifactorial, including surgical technique, patient activity level, lifestyle, and bmi. With the information provided, I would not assign any causality to the stryker implants themselves. Clearly, some documents were included in this inquiry that were not relevant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that' pt. Reported; she had her initial hip replacement on (B)(6) 2010. She experienced a lot of pain and it started to dislocate after 11 years. On (B)(6) 2021, she had her 1st revision for dislocation. A review of the provided medical records by a clinical consultant indicated: I can confirm that the patient underwent a revision procedure for recurrent dislocation of the right hip on (B)(6) 2021 since I was able to view the operation report. A revision was carried out of the acetabula component with a liner exchange and a femoral head exchange. An mdm articulation was utilized. The root cause of this event cannot be determined with certainty. It appears that the patient underwent revision surgery initially about 11 years postoperative for dislocation. The patient then underwent another revision procedure about four years later for what appears to be metallosis with impingement. The causes of these events are multifactorial, including surgical technique, patient activity level, lifestyle, and bmi. With the information provided, I would not assign any causality to the stryker implants themselves. Clearly, some documents were included in this inquiry that were not relevant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as lot details, return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
Pt. Reported; she had her initial hip replacement on (B)(6) 2010 . She experienced a lot of pain and it started to dislocate after 11 years. On (B)(6) 2021, she had her 1st revision for dislocation. A second hip replacement which was also a stryker product was implanted. She had complaints about it from the moment it was put in. It just wasn't comfortable it didn't feel right. There was a lot of pain for three years and she was told everything was fine there was nothing wrong with the product. In (B)(6) 2025 she went for a second opinion and it was discovered that the ball was wearing on the stem causing a ridge to develop, the screw which held the ball was broken, she had severe bone loss, and metal shavings basically fallen off into her body. The second revision which was an emergency hip replacement was performed (B)(6) 2025) with non-stryker implants. It was discovered she had severe bone loss. Per the orthopedic surgeon, it looked like a bomb had gone off on her leg and the surgery was intense. This has left her relying on some sort of walking assistance device. Pt. Further stated her quality of life has completely changed; she's been in pain and suffering for the last five years. 1st revision.